Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for investigation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Further testing is not required at this time. Customer stated that the preanalytical error was due to inadequate mixing.

Event description:
It was reported that while using bd vacutainer® 9nc 0.129m plus blood collection tubes erroneous tca results occurred. Patient impact was not reported. Short description: shortened tca result issues. Where did the occur incident: after use. Detailed incident description: since the introduction of batch 0240225, abnormally. Shortened results have been observed for patients: between 0.5 and 0.7.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. FDA device problem code(s): (B)(4). FDA patient problem code(s): (B)(4).

Event description:
It was reported that while using bd vacutainer® 9nc 0.129m plus blood collection tubes erroneous tca results occurred. Patient impact was not reported. Short description: shortened tca result issues where did the occur incident: after use detailed incident description: since the introduction of batch 0240225, abnormally shortened results have been observed for patients: between 0.5 and 0.7